Event description:
It was reported that the pump's alarm volume and vibration were too low resulting in the customer experiencing a low blood glucose (bg) level. Bg value not provided. The customer consumed carbohydrates to address bg. Reportedly, the customer will continue to use current pump for insulin therapy.